Manufacturer narrative:
The product is to be returned for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of two units used on the same pt. MFR report #1058196-2007-00006 & MFR report # 1058196-2007-00091.

Event description:
During coil embolization within tortuous vessel in the mca aneurysm, resistance experienced when advancing the orbit coil (catalog #637mf0303-lot# 13030252) through the bsc's excelsior 14 microcatheter. This was not initially reported as it was reported that it was felt that it was due to the physician's technique. It was reported that a continuous flush was not maintained, it was only flushed when removing from the package. The coil and microcatheter were removed as a unit and the microcatheter was replaced. After removing the system, it smaller orbit coil (637mf202) was selected. The coil was noted to be stretched when he opened the packaging and inspected it. This coil was not used.